Event description:
During pocket opening for ICD issue, externalized conductors were observed. No electrical anomalies were noted. Physician elected to explant and replace the lead.

Manufacturer narrative:
A complete lead was returned in two pieces. Analysis found an internal insulation abrasion between 9.3cm - 10.0cm from the electrode tip. External insulation abrasions were noted between 6.5cm - 7.0cm and 48.0cm - 48.2cm from the electrode tip. The etfe coating was intact at all these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.